Manufacturer narrative:
In this case, the returned device analysis could not confirm the reported difficult gripper actuation as both grippers were able to lower and raise as intended. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not identify any similar incidents from the reported lot. Based on the information reviewed, a cause for the reported difficult gripper actuation could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.na

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report gripper actuation issue. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with grade 4. The clip delivery system (cds) was advanced to the mitral valve and grasping was performed. The first attempt of separate grasping was successful, but mr was not reduced; therefore, it was device to reposition the clip. Then, the gripper that was marked as the ¿posterior¿ did not lower in the second attempt to grasp. Troubleshooting was performed but the gripper did not lower. The cds was removed from the patient anatomy. Outside the patient anatomy, the gripper arm still did not lower. Two clips were implanted, reducing mr to 1. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.